Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h4, h6, and h11 were updated. The touch panel light issue was unable to be confirmed. The definitive root cause of the light issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the front panel blinks due to malfunction due to mesh taret deterioration. Front panel blinks due to malfunction due to filter tarlet deterioration. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source panel kept turning on including blinking and flashing lights during an unknown event. There were no reports of patient involvement.